Event description:
Customer reported an iris pot error and that the collimator is stuck. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and recalibrated the collimator. System operates as intended.